Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient arrived at the hospital and their cardiac resynchronization therapy defibrillator (crt-d) had been removed at a different hospital due to a pocket infection. The right ventricular (rv) lead, left ventricular (lv) lead and right atrial (ra) lead were then removed and cultures were taken. No further patient complications have been reported as a result of this event.